Manufacturer narrative:
A specific cause for the reported bleeding could not be determined. The patient reportedly received blood transfusions and was instructed to come back to the clinic in a week for a lab check. The patient was on warfarin and aspirin at the time of the hospitalization. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device- 2 years. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. It was reported that the patient presented the clinic with reports of 1 to 4 black tarry stools per day for the past two weeks. Since (B)(6) 2017, the patient reports of shortness of breath, dizziness, and fatigue along with activity intolerance. The patient¿s hemoglobin (hgb) was 9.0 g/dl down from the previous 14 g/dl taken in (B)(6) 2017; however it is unknown if it is an acute drop or a slow decline. Additional information was requested but not provided.